Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter device was stuck inside the motor device. It was noted that the cutter device was returned with the motor device and the devices were stuck together. The cutter device was removed from the motor device. It was observed that the cutter device was tested and it passed all manufacturing specifications. It was determined that the root cause of the cutter device stuck inside the motor device was due to the motor device being run without a cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported from the (B)(6) that during an unspecified surgery, it was observed that the motor device could not be disconnected from the cutter device. During in-house engineering evaluation, it was observed that the cutter device was stuck inside the motor device. It was reported that the event occurred during use on a patient. It was not reported if there was a delay to the surgical procedure or whether a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.